Event description:
It was observed during the device inspection that the ultrasound gastrovideoscope's distal end exhibited foreign objects, and adhesive around the objective lens had wear. There were no reports of patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.